Manufacturer narrative:
(B)(4).

Event description:
On november 21, 2019, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter was reading inaccurately high when testing with control solution. The complaint was classified based on the customer service agent (csa) documentation. The patient reported that the alleged issue occurred on (B)(6) 2019 at around 2:30 pm. The patient reported obtaining a control solution result of ¿298 mg/dl¿ with the subject meter which she compared to a control solution result of ¿178 mg/dl¿ on another device (freestyle). The patient stated that she manages her diabetes with novolog insulin adjusted based on blood glucose results (8 units when her blood glucose level is between 301-350 mg/dl, 6 units between 241-300 mg/dl, 4 units between 181-240 mg/dl and 2 units between 131-180 mg/dl). The patient denied making any changes to her usual diabetes management regimen in response to the alleged issue. The patient reported that at an unspecified time on (B)(6) 2019, after the alleged issue occurred, she became ¿scared, dizzy, couldn¿t stand up¿ and her ¿mouth was numb and fingers tingling.¿ in response to the symptoms, the patient claimed she was taken to hospital by ambulance. The patient stated that she was treated with IV fluids and glucose gel in the ambulance and that her blood glucose was measured at ¿71 mg/dl¿ on arrival at hospital. Replacement products were sent to the patient. This complaint is being reported because patient reportedly received medical intervention for an acute low blood glucose excursion after the alleged product issue began. The subject meter could not be ruled out as a cause or contributor to the event.